Event description:
It was reported that a user experienced low blood glucose while using the ilet system, with an indicated glucose value of 43 mg/dl and device alerts prompting recognition of the event, and the user self-treated with oral carbohydrates including soda and fruit snacks. Symptoms included lightheadedness consistent with hypoglycemia. Outcomes included transient impairment requiring immediate self-management, without hospitalization. Troubleshooting and education were completed with the user, who declined a call back and agreed to reach out if needed. Investigation included a review of the event details and user-reported corrective actions. Investigation of this case revealed no device malfunction identified at the time of the report, and the cause of the hypoglycemic episode remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.